Manufacturer narrative:
Exemption number e2019001- permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was investigated, and the returned device analysis was unable to confirm the reported issue of the clip opening while locked, as the cds functioned as expected using a proxy lock line. Additionally, a lock line break was observed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have resulted in this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. A definitive cause for the reported clip opening while locked and observed lock line break could not be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the observed lock line break during return goods analysis. It was reported that during device preparation, the mitraclip delivery system (cds), failed to establish final arm angle; the clip opened while locked. The device was not used and was replaced. There was no patient involvement and no reported clinically significant delay in procedure related to this device. Returned goods analysis identified the lock line was broken. No additional information was provided.